Event description:
Customer allegedly had easytouch pen needles that did not screw onto insulin pen. Customer went out to purchase another brand "just to get him by; due to not wanting to deal with the pen needles not fitting his insulin pen".